Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email high blood glucose and hospitalization. Customer's blood glucose level was unknown. Customer ran out of supplies and was hospitalized. Customer was called back and no communication was established.